Manufacturer narrative:
Table top (tt) illuminator and lamp were received. A visual assessment of the returned samples revealed no obvious nonconformity. The returned tt illuminator and lamp were installed into a calibrated system. System message (sm) could not be replicated during boot-up or functional testing. The samples were found to meet specification. The returned samples and the system met specification. Therefore, root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The table top illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 24, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a table top. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during a procedure, a system advisory displayed and there was no illumination. The procedure could not be completed.